Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes do not fill or fill very little. No serious injury. No medical intervention.